Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in false automatic mode switch (ams). Additionally, the ra lead was noted to exhibit far field r waves oversensing during ventricular pacing. Programming changes on the atrial sensitivity and blanking period were done. The patient was in stable condition.